Manufacturer narrative:
The returned pencil was found to function properly and within all specifications.

Event description:
The pencil was laid on the drape of the pt, they heard the generator hum and smelled some smoke. The pencil "apparently self-activated" causing a small burn to the drape, but did not penetrate through to the pt.